Manufacturer narrative:
Additional information received on october 20, 2022 indicated that the complaint was sent to FDA with medwatch#: mw5112500 date of removal updated to (B)(6) 2021, date of event updated to july 1, 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral removal without replacements on an unknown date. The patient informed she had a rupture. Patient had removal surgery and does not want to replace. Patient mentioned when she went to go see her surgeon, her surgeon advised to leave her implants alone which made the patient sick. Patient states the surgeon informed the implants were too large for her and they should have come out, but she got so sick and almost lost her life. Patient informed the explanted devices went to the pathology lab. Patient has picture of right-side implant that was intact, but it was encapsuled. Patient also mentioned she has breast implant illness. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022, indicated that the left- side ruptured implant has gone everywhere. It's gone into her lymph nodes. The patient had three mris done. The doctors tried to remove as much as possible through surgery which took 6 hours because it was stuck to her rib cage. It's just constant poisoning and the massive burning. Patient also indicated of lumps on both breasts. When patient urinate /poop, it burns because all the toxins are releasing. Burns all up and down. Patient stated that her kidneys are hurting and can¿t wear a mask due to the toxics releasing. Severe chemical burning her body. Due to wearing mask, patient bleeds through her nose. Blisters in her mouth and airways. The doctor told the patient that the silicone is in flesh. Body will take a while to clean out. Date of bilateral removal was on august 21, 2021. The right side was encapsulated. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The coding was updated by the clinician, added pc granuloma to both ips. Per the information provided, there is silicone in the patient's lymph nodes. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two unknown textured mentor breast implants has experienced unexplained systemic symptoms postoperatively, including sinus, weird taste in mouth, diarrhea, ulcers in her stomach, lungs burn. Throat is burning, chest is red neck and face, feels like poisoned. The patient reported that the doctor will be removing them and updating once the lab results are back. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to one of the two prosthesis. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.